Event description:
Customer called stating that the meter does not display the entire 100's postion on the display. Customer was asked to return meter. A replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.